Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), menorrhagia ("heavy menstruation/ unusual periods"), infection ("serious infections") and genital haemorrhage ("unusual bleeding/ heavy bleeding") in an adult female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, cesarean section on (B)(6) 2010, vaginal delivery on (B)(6) 2009 and gravida ii. Concurrent conditions included overweight. In (B)(6) 2011, 6 days before insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower ("cramping/ abdomen pain (cramping)"). In 2013, the patient underwent synovial cyst removal ("ganglion cyst removal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), menstrual disorder ("abnormal menstruation"), pelvic pain ("pain/ pain from implants") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (full abdominal hysterectomy) and surgery (two dilation and curettage procedures; hysterectomy to remove essure in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, infection, menstrual disorder, genital haemorrhage, pelvic pain and abdominal pain lower had resolved and the treatment noncompliance and synovial cyst removal outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, synovial cyst removal and treatment non-compliance to be related to essure. The reporter commented: plaintiff states that all symptoms subsided upon healing, approximately 8-12 weeks posthysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. On (B)(6) 2012, plaintiff undergo essure confirmation test, abdominal x-ray. Most recent follow-up information incorporated above includes: on 8-jan-2018: event pain, cramping, heavy bleeding, treatment noncompliance and ganglion cyst removal was added and event unusual periods was clubbed with previously reported event. Essure start date updated and lot no was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), menorrhagia ("heavy menstruation/ unusual periods"), infection ("serious infections") and genital haemorrhage ("unusual bleeding/ heavy bleeding") in an adult female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, cesarean section on (B)(6) 2010, vaginal delivery on (B)(6) 2009 and gravida ii. Concurrent conditions included overweight. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower ("cramping/ abdomen pain (cramping)"). In 2013, the patient underwent synovial cyst removal ("ganglion cyst removal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), menstrual disorder ("abnormal menstruation"), medical device pain ("pain/ pain from implants") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (full abdominal hysterectomy) and surgery (two dilation and curettage procedures; hysterectomy to remove essure in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, infection, menstrual disorder, genital haemorrhage, medical device pain and abdominal pain lower had resolved and the treatment noncompliance and synovial cyst removal outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, infection, medical device pain, menorrhagia, menstrual disorder, synovial cyst removal and treatment noncompliance to be related to essure. The reporter commented: plaintiff states that all symptoms subsided upon healing, approximately 8-12 weeks posthysterectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. On (B)(6) 2012, plaintiff undergo essure confirmation test, abdominal x-ray . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-feb-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), menorrhagia ("heavy menstruation/ unusual periods"), infection ("serious infections") and genital haemorrhage ("unusual bleeding/ heavy bleeding") in an adult female patient who had essure (batch no. 731603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (delivery dates: (B)(6) 2009; (B)(6) 2010), cesarean section on (B)(6) 2010, vaginal delivery on (B)(6) 2009 and gravida ii. Concurrent conditions included overweight, menses irregular, menometrorrhagia and menometrorrhagia (hospitalization form: (B)(6) 2014 to (B)(6) 2014.). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower ("cramping/ abdomen pain (cramping)"). In 2013, the patient underwent synovial cyst removal ("ganglion cyst removal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), menstrual disorder ("abnormal menstruation"), pelvic pain ("pain/ pain from implants") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (abdominal supracervical hysterectomy and bilateral salpingectomy) and surgery (two dilation and curettage procedures). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, infection, menstrual disorder, genital haemorrhage, pelvic pain and abdominal pain lower had resolved and the treatment noncompliance and synovial cyst removal outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, synovial cyst removal and treatment noncompliance to be related to essure. The reporter commented: plaintiff states that all symptoms subsided upon healing, approximately 8-12 weeks post hysterectomy. At the time of insertion: coil count: right:4 left : 4. On (B)(6) 2012, operative report revealed at the end of the procedure, the tenaculum sites were noted to be hemostatic and there was no evidence of perforation or bleed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Abdominal x-ray - on (B)(6) 2012: essure confirmation test on (B)(6) 2012, hysterosalpingogram revealed bilateral essure micro-inserts in place with no surrounding injected contrast or contrast within either fallopian tube. No spillage of contrast into the peritoneal cavity. On (B)(6) 2012, sonohysterography: findings: uterus: size9.3 x 5.6 x3.9 cm. Position : a-v. Contour: smooth. Endometrial thickness: anterior wall:1.9mm. Posterior wall: 1.4mm. Ovaries: right: size 2.7 x 1.8 cm and left size:2.5 x 1.6 cm. On (B)(6) 2014, surgical pathology report: diagnosis: uterus and bilateral fallopian tubes, supra cervical resection. Unremarkable upper endocervix and lower uterine segment. Thickened secretory phase of endometrium, unremarkable myometrium and serosa. Right and left fallopian tubes, showing peritubal congestion: otherwise unremarkable. Clinical information :diagnosis: menometrorrhagia. Gross description received in formalin labeled with the verified patient's name and the specimen type as "uterus and bilateral fallopian tubes". It consists of a pear-shaped brown-tannish soft and rubbery uterine corpus with bilateral fallopian tubes but no cervix and bilateral ovaries by supracelvical hysterectomy, the uterine corpus measures 6.5 x 6 x 3 cm and weighing 90 grams, the uterine corpus is bi-halved, the lower uterine segment is unremarkable. The endometrial cavity roughly remains triangular-shaped and lined with hemorrhagic, spongy but mildly thickened endometrium of 1-2 nill in thickness. No exophytic papillary overgrowth is identified. The myometrium measures 2.5cm and contains no myomatous lesions. The overlying serosa is unremarkable. The right and left fallopian tubes including fimbrial end, measure (6 x 0.7 x0.4 and 8 x 0,7 x 0.5cm, respectively. The cross sections of the bilateral fallopian tubes arc unremarkable with the exception of mild paratubal congestion, representative sections arc submitted in seven cassettes. Summary of sections: a1 = lower uterine segment. Anterior and posterior aspects: a2 & a3 = uterine corpus, anterior aspect: a4 &:a5 = uterine corpus posterior aspect: a6 8: a7 = right and left fallopian tubes. ¿concerning the injuries reported in this case, the following one was reported via medical record : confirming menorrhagia.¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-feb-2018: this case is medically confirmed. Concurrent conditions was added. Lab data was added. Essure explantation date was updated. Essure indication was amended. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), menorrhagia ('heavy menstruation/ unusual periods') and infection ('serious infections') in an adult female patient who had essure (batch no. 731603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included cesarean section on (B)(6) 2010, vaginal delivery on (B)(6) 2009, parity 2 (delivery dates:(B)(6) 2009; (B)(6) 2010), gravida ii, spotting vaginal, heavy periods and pelvic pain. On (B)(6) 2012, hysterosalpingogram revealed bilateral essure micro-inserts in place with no surrounding injected contrast or contrast within either fallopian tube. No spillage of contrast into the peritoneal cavity. On (B)(6) 2012, sonohysterography: findings: uterus: size9.3 x 5.6 x3.9 cm. Position : a-v. Contour: smooth. Endometrial thickness: anterior wall:1.9mm. Posterior wall: 1.4mm. Ovaries: right: size 2.7 x 1.8 cm and left size:2.5 x 1.6 cm. On (B)(6) 2014, surgical pathology report: diagnosis: uterus and bilateral fallopian tubes, supra cervical resection. Unremarkable upper endocervix and lower uterine segment. Thickened secretory phase of endometrium, unremarkable myometrium and serosa. Right and left fallopian tubes, showing peritubal congestion: otherwise unremarkable. Clinical information :diagnosis: menometrorrhagia. Gross description received in formalin labeled with the verified patient's name and the specimen type as "uterus and bilateral fallopian tubes". It consists of a pear-shaped brown-tannish soft and rubbery uterine corpus with bilateral fallopian tubes but no cervix and bilateral ovaries by supracelvical hysterectomy, the uterine corpus measures 6.5 x 6 x 3 cm and weighing 90 grams, the uterine corpus is bi-halved, the lower uterine segment is unremarkable. The endometrial cavity roughly remains triangular-shaped and lined with hemorrhagic, spongy but mildly thickened endometrium of 1-2 nill in thickness. No exophytic papillary overgrowth is identified. The myometrium measures 2.5cm and contains no myomatous lesions. The overlying serosa is unremarkable. The right and left fallopian tubes including fimbrial end, measure (6 x 0.7 x0.4 and 8 x 0,7 x 0.5cm, respectively. The cross sections of the bilateral fallopian tubes arc unremarkable with the exception of mild paratubal congestion, representative sections arc submitted in seven cassettes. Summary of sections: a1 = lower uterine segment. Anterior and posterior aspects: a2 & a3 = uterine corpus, anterior aspect: a4 &:a5 = uterine corpus posterior aspect: a6 8: a7 = right and left fallopian tubes. Concurrent conditions included overweight, menses irregular, menometrorrhagia and menometrorrhagia (hospitalization form: (B)(6) 2014 to (B)(6) 2014.). In (B)(6) 2011, the patient experienced genital haemorrhage ("unusual bleeding/ heavy bleeding"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower ("cramping/ abdomen pain (cramping)"). In 2013, the patient underwent synovial cyst removal ("ganglion cyst removal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), menstrual disorder ("abnormal menstruation"), medical device pain ("pain/ pain from implants") and device allergy ("allergy device removal"). The patient was treated with surgery (abdominal supracervical hysterectomy and bilateral salpingectomy and two dilation and curettage procedures). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, infection, menstrual disorder, genital haemorrhage, medical device pain and abdominal pain lower had resolved and the synovial cyst removal and device allergy outcome was unknown. The reporter considered abdominal pain lower, device allergy, device dislocation, genital haemorrhage, infection, medical device pain, menorrhagia, menstrual disorder and synovial cyst removal to be related to essure. The reporter commented: plaintiff states that all symptoms subsided upon healing, approximately 8-12 weeks post hysterectomy. At the time of insertion: coil count: right:4 left : 4. On (B)(6) 2012, operative report revealed at the end of the procedure, the tenaculum sites were noted to be hemostatic and there was no evidence of perforation or bleed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Abdominal x-ray - on (B)(6) 2012: results: essure confirmation test. Ultrasound uterus - on (B)(6) 2012: uterus anteveted. ¿concerning the injuries reported in this case, the following one was reported via medical record : confirming menorrhagia.¿ lot number: 731603 manufacturing date: 2010-04 expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), menorrhagia ('heavy menstruation/ unusual periods') and infection ('serious infections') in an adult female patient who had essure (batch no. 731603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included cesarean section on (B)(6) 2010, vaginal delivery on (B)(6) 2009, parity 2 (delivery dates: (B)(6) 2009; (B)(6) 2010), gravida ii, spotting vaginal, heavy periods and pelvic pain. * on 24-jan-2012, hysterosalpingogram revealed bilateral essure micro-inserts in place with no surrounding injected contrast or contrast within either fallopian tube. No spillage of contrast into the peritoneal cavity. On (B)(6) 2012, sonohysterography: findings: uterus: size9.3 x 5.6 x3.9 cm. Position : a-v. Contour: smooth. Endometrial thickness: anterior wall:1.9mm. Posterior wall: 1.4mm. Ovaries: right: size 2.7 x 1.8 cm and left size:2.5 x 1.6 cm. On (B)(6) 2014, surgical pathology report: diagnosis: uterus and bilateral fallopian tubes, supra cervical resection. Unremarkable upper endocervix and lower uterine segment. Thickened secretory phase of endometrium, unremarkable myometrium and serosa. Right and left fallopian tubes, showing peritubal congestion: otherwise unremarkable. Clinical information :diagnosis: menometrorrhagia. Gross description received in formalin labeled with the verified patient's name and the specimen type as "uterus and bilateral fallopian tubes". It consists of a pear-shaped brown-tannish soft and rubbery uterine corpus with bilateral fallopian tubes but no cervix and bilateral ovaries by supracelvical hysterectomy, the uterine corpus measures 6.5 x 6 x 3 cm and weighing 90 grams, the uterine corpus is bi-halved, the lower uterine segment is unremarkable. The endometrial cavity roughly remains triangular-shaped and lined with hemorrhagic, spongy but mildly thickened endometrium of 1-2 nill in thickness. No exophytic papillary overgrowth is identified. The myometrium measures 2.5cm and contains no myomatous lesions. The overlying serosa is unremarkable. The right and left fallopian tubes including fimbrial end, measure (6 x 0.7 x0.4 and 8 x 0,7 x 0.5cm, respectively. The cross sections of the bilateral fallopian tubes arc unremarkable with the exception of mild paratubal congestion, representative sections arc submitted in seven cassettes. Summary of sections: a1 = lower uterine segment. Anterior and posterior aspects: a2 & a3 = uterine corpus, anterior aspect: a4 &:a5 = uterine corpus posterior aspect: a6 8: a7 = right and left fallopian tubes. Concurrent conditions included overweight, menses irregular, menometrorrhagia and menometrorrhagia (hospitalization form: (B)(6) 2014 to (B)(6) 2014.). On (B)(6) 2011, the patient had essure inserted. In in (B)(6) 2011, the patient experienced genital haemorrhage ("unusual bleeding/ heavy bleeding"). (B)(6) 2011, the patient experienced abdominal pain lower ("cramping/ abdomen pain (cramping)"). In 2013, the patient underwent synovial cyst removal ("ganglion cyst removal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), menstrual disorder ("abnormal menstruation"), medical device pain ("pain/ pain from implants") and device allergy ("allergy device removal"). The patient was treated with surgery (abdominal supracervical hysterectomy and bilateral salpingectomy and two dilation and curettage procedures). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, infection, menstrual disorder, genital haemorrhage, medical device pain and abdominal pain lower had resolved and the synovial cyst removal and device allergy outcome was unknown. The reporter considered abdominal pain lower, device allergy, device dislocation, genital haemorrhage, infection, medical device pain, menorrhagia, menstrual disorder and synovial cyst removal to be related to essure. The reporter commented: plaintiff states that all symptoms subsided upon healing, approximately 8-12 weeks post hysterectomy. At the time of insertion: coil count: right:4 left : 4. On (B)(6) 2012, operative report revealed at the end of the procedure, the tenaculum sites were noted to be hemostatic and there was no evidence of perforation or bleed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Abdominal x-ray - on (B)(6) 2012: results: essure confirmation test. Ultrasound uterus - on (B)(6) 2012: uterus anteveted. ¿concerning the injuries reported in this case, the following one was reported via medical record : confirming menorrhagia.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: ppf received: newly added events- device allergy. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstruation"), device dislocation ("device migration") and infection ("serious infections") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), infection (seriousness criterion hospitalization) and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (two dilation and curettage procedures; hysterectomy to remove essure in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the menorrhagia, device dislocation, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, infection, menorrhagia and menstrual disorder to be related to essure. Company causality comment: incident~~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.